Event description:
A report was received that a pt's ipg has been exhibiting difficulty holding a charge and the pt has to charge frequently ever since undergoing a lead revision procedure. A bsn rep confirmed the pt's ipg exhibits premature battery depletion and it has been recommended that the ipg be replaced.